Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to claim intermittent output on (B)(6) 2015. At the time contact with dexcom technical support, no medical intervention or injuries were reported. Additionally, at the time of contact, dexcom technical support advised patient to test the alert functionality and reported alerts were functional.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. However, the device does not turn on. Functional testing and a manual drop test was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. A review of the receiver log did not confirm the reported event of an intermittent audio output.

Manufacturer narrative:
(B)(4).